Event description:
Ventricular undersensing reportedly led to inadequate pacing mode switch to ddd. Also, non physiological signals were observed in stored episodes in atrial and ventricular channels. Preliminary analysis confirmed the reported events.

Event description:
Ventricular undersensing reportedly led to inadequate pacing mode switch to ddd. Also, non physiological signals were observed in stored episodes in atrial and ventricular channels. Preliminary analysis confirmed the reported events.